Event description:
Additional information received reported the cause of the pipeline failure was not determined. The distal vessel diameter is slightly thin, but it has never been poorly deployed.no resistance was encountered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal and middle end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left c4 (12 mm) with a saccular morphology. Size of aneurysm: maximum diameter 12 mm and neck diameter 10 mm. Blood vessel diameter in the landing zone: distal side 4.8 mm and proximal side 5.0 mm. The vessel tortuosity was moderate. The tip of the pipeline did not open at all when it was deployed in the m1. Several attempts were made to remove the sleeve and push the system but there was no sign of deployment. The tip deployment was given up. The deployment of the middle portion of the stent was attempted with a wire push, but it did not deploy. It was determined that continuing the procedure was dangerous, so the product was replaced. When the different product was removed from the sleeve, it was deployed without any problems. The procedure was completed. It was unknown if dapt (dual antiplatelet treatment) was administered. There were no postoperative findings related to blood flow imaging. It was noted that the product had contact with a patient with any infectious disease. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.